Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k: k062195.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:00 am, the patient obtained the blood glucose reading of 317 mg/dl on the reported meter, which he claimed was inaccurately high. The patient took the action of consuming less food and/or drink. Afterwards, he experienced the symptom of cold sweats. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he consumed less food based on an elevated meter reading. Therefore this complaint is being reported.